Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model a28-28/c75-o20 v suprarenal aortic extension. Lot: 1273591028. Ref date: (B)(6) 2014 exp. Date: 08/13/2015. (B)(4).

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated device and a suprarenal aortic extension. Upon follow-up the patient exhibiting leak at bifurcation on computed tomography scan. On (B)(6) 2015 the physician elected to treat the patient by relining the endoleak with bifurcated. Furthermore, when attempting to retract the main body the existing cuff dislodged and was pulled into the existing main body graft. Due to the difficulty to see the wires and the non-deployed graft the decision was made to convert to open and remove grafts.